Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04147. The pt was contacted for a replacement charging system. The pt reported the ipg had been removed due to ipg pocket heating. The pt reported she wanted to receive a new ipg, and her leads were still implanted.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.